Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke. A fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.441in" x 0.085in" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additionally, the instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad and was still hanging on. There was no material found missing on the teflon pad.

Event description:
Refer to h11 for follow-up information.